Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by tandem technical support to perform a system check, but no issues were identified. The customer replaced the cartridge and infusion set and resumed insulin therapy.